Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on july 18, 2024, with lot number 3547298. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on radius side assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device no other observations observed, no further actions are required.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # (B)(4). Aware date should have been listed as 13/aug/2024.¿

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade IV. This record is for the right side. Device was explanted.